Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the trocars were leaking. Patient and procedure impact are unknown. Additional information has been requested, but not received to date.

Event description:
Additional information was received during follow-up. The nurse reported that the leaking observed was intermittent during the vitrectomy procedure. There was no patient harm.

Manufacturer narrative:
Product manufacturing site updated due to receipt of additional information. Manufacturer report number corrected and reported under 2028159-2019-00645. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Three opened trocar cannula/hub assemblies were received for evaluation. The returned samples were visually inspected and samples 1 and 2 were found to be nonconforming with a septum that is not closed completely (overlapping) and sample 3 was found to be conforming. No damage to the septum was observed on sample 1 and 2. The returned samples were functionally tested for leakage and were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are five additional complaints associated with the lot for the reported issue. The returned samples were found to be functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).